Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up was attempted, but no additional information was received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The outer insulation had breached depression. The distal conductor was delaminated and had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and cosmetic depression.